Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error 5. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (02/25/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to be unable to reproduce an error 5 message. In addition, a secondary issue was noted when the meter was found to have a contact issue with spc pin 2 and the strip. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow up #1 ((B)(6) 2014)-device evaluation: the test strips involved with this complaint have been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2014, with the following findings: the test strips passed testing with no faults found, the complaint was not confirmed. However, a secondary issue unrelated to the complaint was found, when tested with control solution, an apply sample message (assay) did not prompt. The meter was also returned on (B)(4) 2014; however, evaluation has not yet been completed, therefore no conclusions can be drawn at this time. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.